Manufacturer narrative:
Insulin pump received with a corroded battery tube and a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer blood glucose level was 78 mg/dl. Trouble shooting was performed. Customer also stated that the display was not blank currently. The device will be returned for analysis.